Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented in clinic with fever. Blood culture testing was performed and revealed that the patient had developed (B)(6) infection. Transesophageal echocardiogram was performed and further revealed that vegetation was developed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was recovering.